Event description:
It was reported that a loss of capture was noted on the right ventricular (rv) lead. X-ray revealed the rv lead dislodged into the device pocket. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination found the helix stretched and the inner coil over-torqued, consistent with procedural damage. The helix mechanism/ extension length could not be tested due to the damaged helix received. Electrical testing did not find any conductor fractures or internal shorts.